Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump had unexplained alarms, had batteries getting depleted quicker, and insulin delivery was inaccurate. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that sometimes, the batteries would run out overnight. No further information was provided. Troubleshooting was not completed. Insulin pump will not be returned for analysis.